Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in vertical form at 10 atmospheres for 10 seconds upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. No complications reported and the patient is in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in vertical form at 10 atmospheres for 10 seconds upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. No complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual/tactile inspection revealed that the visual examination of the balloon identified no damages. A hypotube kink was identified 37.8cm distal to the distal end of the strain relief. No kinks or damages on the shaft polymer extrusion. Microscopic analysis revealed that a detailed microscopic examination of the balloon material identified a pinhole 1mm proximal from proximal marker band. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal marker bands identified no damage. For functional testing, an attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a pinhole leak was located in the proximal section of the balloon, 1mm proximal from proximal marker band.